Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(4) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) reported for the same pt involving two separate products associated with mdrs #1225714-2014-04709 and 1225714-2014-04710, 1225714-2014-04711, 1225714-2014-04712.